Event description:
The manufacturer received information alleging old dreamstation device has black particles at the back of the humidifier and clean only once ot twice a week using dishwashing soap, hot water and vinegar; causes her sore throat and cough and immediately seek medical intervention; stopped using the machine in june or july and her doctor adviced to use it again due to her condition related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging old dreamstation device has black particles at the back of the humidifier and clean only once ot twice a week using dishwashing soap, hot water and vinegar; causes her sore throat and cough and immediately seek medical intervention; stopped using the machine in june or july and her doctor adviced to use it again due to her condition related to a bipap device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section d5 was updated to patient/consumer and h6 updated in this report.